Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used two protégé everflex self-expanding stents to treat a plaque lesion with moderate degree of calcification in the mid -superficial femoral artery. The vessel presented moderate degree of tortuosity. The device was inspected prior to use. IFU was followed and the device was prepped with no issues noted. It was reported that during a follow up consultation two years after the procedure, fractures were discovered along the stents. There is no occlusion and no patient injury reported.

Manufacturer narrative:
Image analysis: the device was not received for evaluation. No procedural reports, or ancillary devices from the procedure were received. Three photographic images of cine images were received. It is not possible to positively identify which of the two stents involved in this report are captured in the supplied photographs hence, analysis of the three images will be submitted for each of the stents. The first two images are of the distal end of the most distal implanted stent. Image one is of a darker contrast of the two images. The stent can be identified as being an everflex stent based on the radiopaque marker hoops and stent strut geometry. The overall length of the stent cannot be determined because both ends of the stent are not in the image. Some of the stent cell rows show what appears to be pseudo stent fracture elongation. The quality and clarity of the images are poor so this determination cannot be positively confirmed. The third image is of an implanted stent. The stent shows both pseudo stent fracture off-set and elongation. The quality and clarity of the image is poor so this determination cannot be positively confirmed. If information is provided in the future, a supplemental report will be issued.